Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The patient had primary surgery on (B)(6) 2013. In (B)(6) 2015, the patient experienced a crack and pain in the hip and increasing abbreviation of the leg. In (B)(6) 2015, x-rays taken at the hospital revealed that the gamma3 lag screw was fractured. The patient was revised to a tha.

Event description:
The patient had primary surgery on (B)(6) 2013. In (B)(6) 2015 the patient experienced a crack and pain in the hip and increasing abbreviation of the leg. In (B)(6) 2015 x-rays taken at the hospital revealed that the gamma3 lag screw was fractured. The patient was revised to a tha.

Manufacturer narrative:
Deficiencies in material or manufacturing of the returned screws were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the screws. Review of complaint history, CAPA database and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. The macroscopic appearance of the breakage surfaces of the locking screw ¿ lines of rest, missing plastic deformation ¿ revealed the locking screw broke in fatigue manner. An external examination was not necessary in this case. Referring to the period of implantation of approx. 14 months, referring to reported insufficient bone healing and referring to typical load application it was concluded that overload by permanent load bearing had initiated the fatigue fracture. With available information the event was not caused by a deficiency of the device. In case further information should become available, we reserve the right to update the investigation and change the root cause.